Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: issue reported to have occurred on august 5th between 12-5 am in bethlehem on pphp8 med surg unit. The medication was unasyn. After hanging the bag, the "downstream occlusion" alarm started from air in the cartridge. This alarm occurred multiple times throughout the night. The 2nd medication was IV tylenol at the ysite. The alarms for "downstream occlusion" often occur due to micro-bubbles accumulating in the tubing, which then converge into larger bubbles and trigger the alarm. This is particularly problematic with certain transfusions like blood, vanco, and extended zosyn.